Event description:
Healthcare professional reported injecting a patient in the lips with .3 cc of juvéderm® ultra xc. The patient experienced ¿vascular occlusion¿ at the injection site that day. Three days later, the patient was treated at another office with hylenex, antibiotics, prednisone, and valtrex. An ultrasound was performed by a different healthcare professional, and the results noted as ¿dark area around lateral aspect of sli which appeared compressed by hyaluronic acid. Inferior aspect of columellar artery that meets at top of patient¿s gk point also dark.¿ another ultrasound was performed the next day with the results noted as ¿ultrasound: medial portion of upper lip, at the gk point and the philtral column sluggish. Cap refill. Color dopler showed perfusion of vessels ¿ septal branch and columellar branch.¿ the event resolved 3 days later, but after 5 days, the patient was started on cutagenix topical and a total of 1800 units of hylenex and 1500 of hyaluronidase. The event improved.

Manufacturer narrative:
Suspect product: lot number 963/2. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with .3 cc of juvéderm® ultra xc. The patient experienced ¿vascular occlusion¿ at the injection site that day. Three days later, the patient was treated at another office with hylenex, antibiotics, prednisone, and valtrex. An ultrasound was performed by a different healthcare professional, and the results noted as ¿dark area around lateral aspect of sli which appeared compressed by hyaluronic acid. Inferior aspect of columellar artery that meets at top of patient¿s gk point also dark.¿ another ultrasound was performed the next day with the results noted as ¿ultrasound: medial portion of upper lip, at the gk point and the philtral column sluggish. Cap refill. Color dopler showed perfusion of vessels ¿ septal branch and columellar branch.¿ the event resolved 3 days later, but after 5 days, the patient was started on cutagenix topical and a total of 1800 units of hylenex and 1500 of hyaluronidase. The event improved.